Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint describing insufficient sticking of the self-adhesive patch cannot be verified. The headset meets product specifications. A visual inspection and tests for flow and leak were performed on the returned used samples. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 5006028 was verified and found it within specifications.

Event description:
On (B)(6) 2013, patient reported the infusion set adhesive does not stick properly and the cannula becomes dislodged, and this has resulted in hyperglycemia. She has experienced this concern with 6 headsets. She cleanses the area with an alcohol swab and uses the insertion device. Her blood glucose elevated to 444 mg/dl on (B)(6) 2013, and she delivered insulin based on the bolus calculator. Her blood glucose was "hi" 2 hours later, and she drove to the hospital as she was unsure how to further treat hyperglycemia. Her blood glucose was 582 mg/dl when she arrived, and she was treated with an insulin IV. She was discharged when her blood glucose decreased to 157 mg/dl. As she was in the waiting room, she became dizzy and sweaty. Her blood glucose had decreased to 107 mg/dl, and she was given orange juice and cookies. She was sent adhesive wipes and dressing, and the infusion sets were replaced and requested for evaluation.